Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
Patient was revised to address pain. **update** (B)(4) 2012 - plaintiffs preliminary disclosure form was received, which indicates that patient is seeking legal action. Part/lot information has also been identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address pain.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.